Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related medwatch reports: 2210968-2021-08763.

Event description:
It was reported that a dog underwent a surgical procedure for hyperadrenocorticism on (B)(6) 2021 and suture was used for the intradermal. The dog suffered an abdominal wall break down at 18 days. Surgery went fine, no issues. The hcp would like to investigate whether the sutures broke down prematurely, allowing for the wound to open. It was mentioned to the sales rep that the dog in question was in the company of another dog on return to its home and was allowed to run up down stairs in the house.